Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a white screen. A white display can be indicative of a device lock-up condition. As a result, defibrillation therapy may be unavailable if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The internal connections were reseated and software reloaded as a precaution. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device displayed a white screen. A white display can be indicative of a device lock-up condition. As a result, defibrillation therapy may be unavailable if needed. There was no patient involvement reported during the event.